Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient experienced symptoms of vomiting. The patient's partner contacted the paramedics and he was transported to the hospital. The blood glucose values could not be measured as they were too high. The patient was treated with insulin via infusion and required artificial respiration. The patient was discharged from the hospital on (B)(6) 2020.